Event description:
A premature infant was on pulse oximetry. A disposable oximeter was used; site change ever 4 hrs per policy. When oximeter was removed, a small oval burn was noted where light sensor had been placed. It was treated topically. An area (.5 cm x .75 cm) was noted during site change. No previous adverse effects reported from other sites utilized. Area was on top of foot. This info was submitted as follow-up 7/12/94: the probe site was changed every 4 hrs by the nursery staff, as had been recommended. Since the incident, they have been changed every 3 hrs and now will probably be changed every 2 hrs. Also, there was no retraining of the staff by co following the incident. The co's rep and clinical specialist have been in contact with the nurse mgr and discussed the issue with her. Rptr has since had a similar incident occur on 6/7/94, which is being reported as well. The probe was saved and the monitor can be sent for testing as soon as a replacement is obtained.